Event description:
It was reported the patient was diagnosed with colon cancer on (B)(6) 2024 using a PICC catheter to infuse chemotherapy drugs, which was working well, and then on (B)(6) 2024 there was a leakage of the catheter during the infusion, which caused a psychological burden to the patient and increased the economic burden. On (B)(6) 2024, the catheter was trimmed vertically under aseptic operation and fixed properly, and a chest radiograph showed that the tip of the catheter was still in the superior vena cava, so the catheter could continue to be used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt was returned for evaluation. An initial visual observation of the photographs showed a groshong placed in a patient, being infused with a clear liquid. Evidence of use as well as biological residue is observed on the sample in the returned photographs. There appears to be a leak with a drop of liquid coalescing in the vicinity of the 40-42 cm mark on the catheter shaft, just proximal to the insertion site. Although a leak is observed, no details or distinguishing features of the damage could be discerned from the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.